Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an applicator deployment issue occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a sensor deployment issue. Shortly after insertion of the sensor into the arm, the sensor failed during the warm-up period. Upon removal, the patient observed that the sensor wire was bent. She did not report any symptoms at the time the deployment issue occurred. Although she was aware that the sensor had failed, she did not have replacement sensors available. The patient also reported that she did not have access to a glucometer at home and continued her normal activities. It was not specified whether she administered insulin during this time, and there was no report of consultation with a healthcare provider regarding an alternative means of blood glucose monitoring. Approximately five to seven hours after removing the failed sensor, the patient drove her car. While driving, she experienced a sudden loss of consciousness without any preceding symptoms. The vehicle collided with another car, and emergency medical services (ems) were contacted by a bystander. The patient regained consciousness when paramedics removed her from the vehicle and was transported by ambulance to the emergency room (ER). She did not recall any treatment provided by ems. Upon arrival at the ER, the patient¿s blood glucose level was measured at 26 mg/dl, and she was diagnosed with hypoglycemia and a neck fracture. She received intravenous medication of unspecified type to stabilize her blood glucose levels and was admitted to the intensive care unit (ICU) for stabilization and monitoring. After four days, she was transferred to a private room. During hospitalization, the patient received oral pain medication (oxycodone 5 mg every six hours) for management of neck pain. She was discharged on (B)(6) 2026 and continued taking oral pain medication following discharge. At the time of the report, the patient attributed the motor vehicle accident to the absence of a functioning sensor and the initial deployment issue. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.